Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started reach access daily flosser for dental cleaning (route dental, lot number 39, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flosser snapped off at the tip. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started reach access daily flosser for dental cleaning (route dental, lot number 39, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the flosser snapped off at the tip. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number was updated from 39 to unspecified. Without a valid lot number, manufacturing and packaging batch record review, an inspection of the retain sample or lot trend analysis could not be performed. After receiving the field sample, the defect was evidenced as handle breakage. The field sample was examined and presents the defect described in the complaint description. However, based on the investigation the defect could not be determined to have potentially occurred during the production, creation, manufacturing, packaging, and/or distribution process. History of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to monitor. This report was re-assessed to be not reportable malfunction based on follow-up information received on (B)(4) 2013.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.